Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the device is not available to baxter for evaluation. Since this device was not returned, the reported problem could not confirmed or duplicated. Also, the root cause could not be determined.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was an upstream occlusion alarm that would not reset. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.